Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump suffered water. Customer's blood glucose level was 140 mg/dl. Customer reported that the insulin pump had water damage. There was fluid under the display. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.